Event description:
It was reported that a patient underwent a total knee arthroplasty. Subsequently, approximately 10 years and 3 months post implantation, the patient began to experience instability and loss of range of motion and underwent revision surgery with arthrolysis of the implanted joint. The articular surface and femoral components were exchanged without reported complication. Due diligence is complete as multiple attempts have been made however all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: cr-flex gsf precoat sz f-l: catalog#00575001601, lot#62561019. G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Subsequently, approximately 10 years and 3 months post implantation, the patient began to experience instability and loss of range of motion and underwent revision surgery with arthrolysis of the implanted joint. The articular surface was exchanged without reported complication. Due diligence is complete as multiple attempts have been made however all available information has been provided.